Event description:
It was reported that the pump battery was unresponsive. Additionally, it was reported that the pump shut off unexpectedly and that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, customer reverted to manual injections for insulin therapy. There was no adverse impact to customer's blood glucose.